Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd and/or ppm. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) year-old lady with a 3300tfx 21mm valve, implanted for approximately 10 years, underwent a valve-in-valve procedure due to degeneration leading to aortic regurgitation. As reported, it could be due to a patient prosthesis mismatch. The surgeon did not feel that this was a premature fail of the valve. A tavr was performed with a sapien 3 20mm valve with no complications. The patient who was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.